Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis the subject device was evaluated at (B)(4) foundation, (B)(4). The chemical composition of both rods was tested by edx (qualitative). The rods were found to be made of titanium alloy ((B)(4)). A small portion of each rod was sectioned and prepared for metallographic examination into a transverse and longitudinal micro-section. The transverse micro-sections of both rods showed a homogeneously shaped alpha and beta microstructure of a1 ((B)(4)). Also, the longitudinal micro-sections showed a typical microstructure for this type of material and are free of alpha-case. The metallographic examination showed that the microstructure of the rods is complying with the international standards (B)(4). Hardness measurements were carried out using a vickers indenter. The average hardness of rod 1 was found to be 340 which equates to an approximate tensile strength of (B)(4), the average hardness of rod 2 was found to be 324 which equates to an approximate tensile strength of 1004 mpa. The requirement of the tensile strength according to the international standard (B)(4) is a minimum value of 860 mpa. Therefore the material of the rods meets and exceeds the requirements of the international standards iso (B)(4). (B)(4) the dimensions of the rods (as far as measurable) were checked using a digital sliding caliper. The results of the outer diameter were found to be in compliance with the technical drawing and ao/asif specifications. The received nflex rods are made of two different design versions. Because of the intra-operative shortened ends of the rods it is not possible to trace the article number respectively to assign the rods to a design version. After breaking, the fragments rubbed against each other causing partially slight destruction of the fracture surface (shiny surface, abraded areas). Weakly visible lines of rest were observed and are an indication of a fatigue fracture. When examining the caudal fracture surfaces using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. On both rods the crack initiated on the surface of the rod and ran through the material. A pattern of ripples or fatigue striations was observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The fracture surface of rod 1 showed a primary and a secondary crack initiation zone indicating two-sided bending loads. A fatigue crack at the secondary crack initiation zone is documented. The portion of forced fracture with dimples of approximately 75% is very high and indicates high dynamic loads. The fracture surface of rod b also showed fatigue cracks at the crack initiation zone. The portion of forced fracture with dimples with approximately 85% is also very high. Sem observations and findings indicate that the rod failures were caused by fatigue and overload. The failure of the investigated nflex rods was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that have been much greater than the tolerable load. The increase of weight of the patient (bmi from 27 to 35) has played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2011, the patient was implanted with two nflex rods. Post-operatively the rods broke and on (B)(6) 2012 were removed. The etiology for the break was unclear. However, it was noted the patient recently had a significant increase in body mass from a bmi of approximately 27 to over 35. It was reported both rods had completely fractured at the dynamic rigid rod interface. The patient was revised with standard click-x rods. It was also reported the lot number for the implanted nflex rods was not visible because the rods were cut for length adaption. This report is for nflex straig 1segm l150 pcu/tav-eli. This is 2 of 2 devices for this event reported on complaint (B)(4).